Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The root cause was determined to be the bonding technique when bonding the spike and tubing. As a corrective action, additional training and certification are now required for assembly personnel. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter an interlink system y-type blood set in which the "tubing would not prime." The condition occurred during priming. There was no patient involvement, no patient injury or medical intervention necessary. No additional information is available.